Manufacturer narrative:
(B)(4). Maude report #mw5073490. Device evaluation: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the issue with the device? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any patient consequence or change in the post-operative care of the patient as a result of the additional tissue removed or device issue (extended hospital stay, readmission, reoperation, etc.)? If yes, please explain. What is the current status of the patient?

Event description:
It was reported that during a sigmoid colectomy with end to end anastomosis, extensive lysis of adhesions and intraoperative colonoscopy, the stapler device was inserted into the colon by the surgeon to close the anastomosis of the colon. The surgeon had to perform a manual end-to-end anastomosis which extended the surgical procedure time by approximately two hours. The customer noted that they had to remove additional tissue from the patient. There were no patient consequences reported.